Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage the keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube thread and cracked reservoir tube lip.

Event description:
Customer reported that they were attempting to put their carbs in the insulin pump and the numbers were scrolling after releasing the button. Customer stated that the insulin pump was no longer reacting to act button press and the key pad was unresponsive. Customer also stated that they woke up with blood glucose readings of 35 mg/dl and were concerned about over delivery. Customer stated that the insulin pump was exposed to moisture. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.